Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block g2: literature source: grassia, r., et al. "V.02.6: complete buried lams: cutting the wall to release the stent." Dig liver dis. 2024; 56 (suppl 2): s293. 30th national congress of digestive diseases, fismad italy, rome 2024-04-11 to 2024-04-13. Doi.org/10.1016/s1590-8658(24)00691-1. Block h6: imdrf patient code e2006 captures the reportable event of erosion. Imdrf impact code f2301 captures the reportable event of additional device required. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf device code a22 captures the reportable event of stent overgrowth. Imdrf device code a150207 captures the reportable event of stent difficult to remove.

Event description:
Boston scientific became aware of an event involving an axios stent and electrocautery enhanced delivery system through the article, complete buried lams: cutting the wall to release the stent, by roberto grassia, et al. Per the article, a 65-year-old, male with severe acute on chronic pancreatitis and infected pseudocyst of the pancreatic neck was referred for eus-guided transgastric drainage. A 10x10 mm hot axios was placed to realize cystogastrostomy on the posterior wall of the gastric body. The following occurred to the study patient: stent difficult to remove at the time of planned removal, stent overgrowth and stent erosion. Balloon dilation and stent-in-stent technique were performed to aid in removing the stent. During stent removal, a three-point incision of the mucosa allowed the buried stent to be mobilized and a rat-tooth forceps was used to grasp and remove the stent. No complications occurred at the end of the procedure.